Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the e433 error occurred due to a defective generator board. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset loaner high-frequency electro-surgical generator unit was returned to olympus. There was allegation of a defect or malfunction associated with the asset. During the service inspection identified a malfunction as the device displayed an e433 error. The error was isolated to a defective generator board. No death injury or infection and no person or other was affected has been reported to olympus. This report is being submitted to capture the e433 error.

Manufacturer narrative:
The service inspection identified a malfunction as the device displayed an e433 error. The error was isolated to a defective generator board. A review of the repair records for the device shows the asset device was last service in august 2022, no problems found. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).